Event description:
During preventative maintenance, the field service technician observed the mechanism for adjusting the pump roller occlusion was difficult to operate. An alternate device was employed. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.